Manufacturer narrative:
(B)(6). PMA / 510(k) #: there is no 510(k) for this device. (B)(4). Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode with the incident lot was not observed. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that bd sedi-40 was broken, always reporting a specific error message